Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen with blue box asking for password. A technical support specialist dialed into the station and confirmed it was on the main screen, reviewed system errors and found no indications related to power shutdown, checked similar cases, identified a relevant knowledge article - "win 10 station crashes because of bluetooth drivers.", observed that bluetooth settings were enabled and disabled them as per the knowledge article. Additionally, found wi-fi settings enabled and disabled them in accordance with the knowledge article. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on a black screen with a blue password prompt, and it could not be used until it was rebooted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.